Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited insulation damage, high impedance, noise, no capture and oversensing. The rv lead was reprogrammed off and will be explanted and replaced. No patient complications have been reported as a result of this event.